Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read as ¿high¿ on a cgm. To address the issue, the customer was instructed by technical support to perform multiple actions, including disconnecting and tightening tubing and delivering specified bolus units, although these steps did not resolve the alarms. Ultimately, the customer reverted to an alternate method of insulin therapy.